Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient morphology/pathology, as the short and tethered posterior leaflet likely affected leaflet insertion in the clip over time. The reported patient effect of worsening mr appears to be a result of the slda. The reported patient effect of worsening mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The first clip delivery system referenced in describe event or problem was filed under MFR report number 2024168-2016-07205.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mitral regurgitation (mr) with a grade of 4+. After deployment, the first clip (10513u150) detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). The second clip (10513u151) was deployed, reducing the mr to 1+. On (B)(6) 2017, echocardiogram was performed. It was suspected that the second clip (10513u151) detached from the posterior leaflet and remained attached to the anterior leaflet (slda); however, visualization was suboptimal due to shadowing in the images. The mitral regurgitation (mr) had increased to severe (4). Both clips appear to be attached to the anterior leaflet. Only medical management has been administered. No additional information was provided.